Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis. The right plunger case was cracked. The motor rate error was found at the beginning of the occlusion test. Main board did not operate as intended. Also, the whole motor assembly, lead screw, and clutch halves were found old, dirty, and worn out due to normal wear. Based on the evidence, the complaint was confirmed. The root cause is attributed to normal wear and tear of the main board.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced motor rate problems. No injury was reported.